Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-35396. It was reported that a patient presented in-clinic for a device check. Upon examination, erosion was found at the device pocket, and system infection was suspected. Surgical intervention was performed on (B)(6) 2018 to address the infection. The pacemaker was explanted on (B)(6) 2018, but the lead was not explanted. The system was exchanged for a leadless pacemaker. No patient consequences were reported.